Event description:
The manufacturer received information alleging a low inspiratory pressure condition occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. After replacing the part, the final and run-in tests were performed along with the battery and valve checks on this device. The device was operational, and it was cleaned.